Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to an interventional cardiomems procedure. Reportedly, the plunger could not be fully depressed, as the plunger collar would not meet the body of the device. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 12f and the cardiomems procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿plunger could not be fully depressed, as the plunger collar would not meet the body of the device¿ was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The push mandrel glued to the shank was deemed to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. D9- device available for evaluation updated from ¿no¿ to ¿yes¿. H3 - device returned to mfg? Updated from ¿no¿ to ¿yes¿.